Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. The battery was removed and reinstalled and then the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to an interconnect cable which was disconnected from the analog board. The interconnect cable was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.